Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source ¿ (B)(6).

Event description:
It was reported the tip of the drill was missing and it was discovered upon receiving inspection. There was no patient involvement.

Manufacturer narrative:
The tw drill 1.1x105mm 18mm stp (item# (B)(4), lot# 761860) was returned for investigation. Visual examination of the returned product confirmed the device's identity. It was reported that part of the drill was missing. The twist drill passed final inspections prior to shipping to the customer and all physical features and etchings are present on the returned device. Review of the device history records identified no deviations or anomalies during manufacturing. No problems were found with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.